Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported suffering from persisting headache and from itching below her arms for very long time." Patient reported capsular fibrosis in left breast, baker grade unknown. Device is scheduled for removal.